Manufacturer narrative:
Findings: evaluated 1 random seal reservoir. Performed pre-fill test to reservoirs. No air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion:no air bubbles. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the blood glucose was high and there were big air bubbles in the reservoir. The customer¿s blood glucose was 248 mg/dl at the time of the incident. Currently blood glucose levels are perfect. The customer reported that when she fills the insulin in the reservoir, the plunger pulls down very fast. The customer reported that air bubbles were noticed mostly at top during filling process. The customer reported that the bubbles are big and the plunger gives her resistance if she tries to push them out. The customer declined troubleshooting for high blood glucose. The reservoir will not be returned for analysis.